Event description:
Event description guidant received information that during a device replacement procedure due to normal battery depletion, this atrial lead was surgically abandoned and replaced. The lead was noted with impedance measurements greater than 2500 ohms, suggesting fracture of the conductor coil.